Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated.

Event description:
This report summarizes <noe> (B)(4) </noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a auto off issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-0 pounds and between 10 and 10 years of age. Of the reported patients, 1 were male, were female.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2016- this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.